Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Prior to scheduled device change out procedure, left ventricular lead exhibited high capture thresholds. The lead was capped and replaced. The patient was fine and experienced no adverse consequences.